Manufacturer narrative:
Received only syringe without pre-filled water and cap. The reported event was confirmed with an unknown cause. It was observed that the syringe was broken at the plunger side. Based on the evaluation, it concluded that the exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "bard silver tsc tray consists of a syringe with temperature-sensing, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and gloves. There are several types of closed drainage bags.the bag included in the tray will depend on the product". (B)(4).

Event description:
It was reported that the user found that the syringe was broken after the user opened the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user found that the syringe was broken after the user opened the package.